Event description:
It was reported that the patient had several low flow alarms. A review of the log files found low flow estimates as well as sustained low flow hazard events. It was also noted that there were a few low pump current faults. The patient's condition had not changed. It was noted that the low flow alarms decreased when the patient was positioned on their left side. A transoesophageal echocardiography (toe) was planned. A cardiac computed tomography (CT) scan was done that showed the inflow cannula abutting the intra-atrial septum. There was no issue with the outflow graft and no signs of pump thrombosis. The patient received the low flow software upgrade, and had only 1 low flow alarm in four hours after the exchange. The patient was on an urgent transplant list. A review of the log files by technical services on (B)(6) 2022 found lower flows that were not sustained long enough to activate an audible alarm that occurred when pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported inflow conduit misalignment could not conclusively be established through this investigation as no images of the misalignment were submitted for review. However, the evaluation of the submitted log files confirmed the reported low flow alarms. Evaluation of the submitted log files revealed low flow estimates, as well as sustained low flow hazard events. The log files also contained some internal low pump current faults which are likely the result of pi events while the pump running on the low end of the motor power range. No other atypical events were captured throughout the log files, and the pump appeared to function as intended at the set speeds. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 4 entitled system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the hm3 for approved use as an lvad. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A thrombus was found to be attached from the superior vena cava to the right atrial pacing lead. The thrombus was highly mobile and was seen to transverse across the rvad inflow cannula tip. Turbulent flow was intermittent with the obstruction. The rvad outflow cannula flow was normal. The patient was asymptomatic. The patient was treated with fluids and their internation normalized ration (inr) goal was increased to 2.5-3.5. The patient was put on warfarin and aspirin.